Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The reported condition was not confirmed due to lack of sample. Based on the information obtained during baxter?s investigation, the root cause of the alarm was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous high sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), and calcium (ca) results generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were not reported outside the laboratory. The sample was repeated and lower ise results were obtained. All results of electrolytes in this lab were generated from system ID (B)(4) and (B)(4). System ID (B)(4) is captured in MDR 2050012-2010-00974. Patient treatment was not impacted by this event.

Manufacturer narrative:
(B)(4). This report will be treated as an allegation against the cassette; however, since the product code is unknown, there will not be a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted baxter (B)(4) to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit. The customer reported they were using a dummy tummy and pressed go to start therapy before connecting to the hc. Proper procedures were reviewed with the customer.